Event description:
It was reported that the patient had an inappropriate shock due to a fast rate and a change in the intrinsic morphology. The device sensing vector was set to the primary vector at the time of the shock. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. The system remains implanted.